Event description:
Caller reported damage to the pump housing surrounding the usb port, which affected the ability to charge the pump but did not cause it to shut down or result in any adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, and instructed the caller to return the problematic pump using a pre-paid label within 10 days. The customer acknowledged the instructions and was informed about putting the pump into storage mode before returning it.